Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter read inaccurately low compared to a laboratory result. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported the alleged meter inaccuracy started approximately 10 days prior to contacting lfs. The csr noted that the patient was comparing his regular meter readings which he claimed to be in ¿5.x to 6.x mmol/l¿ range to a lab reading which he claimed was much higher. The patient was unable to provide the lab result. At the time of the call the patient stated he was not taking any medication to manage his diabetes. However, on unspecified date, after the alleged meter issue began, the patient claimed he developed symptoms of ¿polyuria and neck pain¿. It is not known what treatment, if any, the patient received for the symptoms. During a doctor¿s office visit (date not provided), the patient stated his hcp added oral medication (metformin) to his diabetes regimen. At the time of troubleshooting, the patient informed the csr that he no longer had the test strips he had obtained the inaccurate low reading with. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after obtaining alleged inaccurate low blood glucose readings with the subject meter.